Event description:
It was reported that the machine would keep lowering after trying to raise the detector and a smoke smell was noted. After shutting down and rebooting a stuck switch error was received. No injury reported. A field engineer was dispatched to the site and determined the system footswitches needed to be replaced. Once this was completed the system was working as intended.